Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular defibrillation lead revealed pacing impedances greater than 2000 ohms in the daily measurements. The impedances had varied between 600-2000 ohms. At the follow up visit on (B)(6), 2010, the impedance measurement was 644 ohms. One month later, a revision procedure was performed. The decision was made to explant the implantable cardiac defibrillator and right ventricular lead as a connection issue, or, a lead fracture may have caused the high impedance measurements noted clinically. Both the device and lead were removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.